Event description:
The customer reported that the 840 ventilator had a blank display. There was no pt involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).